Event description:
Falsely elevated gentamicin results were obtained on two patients' samples. The results were reported to the physician. The samples were repeated and lower results were obtained. Patient treatment was altered there was no report of adverse health consequences as a result of the falsely elevated gentamicin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated gentamicin was carryover from crp. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(6) 2010. New information: analysis of the instrument and instrument data indicate that the cause for the falsely elevated gentamicin results was carryover from the crp method. An urgent field safety notice was issued in (B)(6) 2010 and sent to dimension vista(r) customers advising them of the carryover potential from plasma protein methods and recommending potential workarounds. The instrument is performing within specifications. No further evaluation of the device is required.